Event description:
It was reported that pump displayed repeated messages stating there was no insulin in cartridge even though customer believed cartridge still contained insulin. There was no reported impact to the customer¿s blood glucose level. Customer responded by loading new cartridge.